Event description:
It was reported that during a rotator cuff repair procedure using an speedscrew 5.5 implant with inserter handle, the implant broke off while user was attempting to secure it I the bone. The broken piece was extracted and the procedure was completed by drilling a new bone hole and using an additional implant. There were no significant delay or pt complications reported as a result of this event.